Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. The results of evaluation provided the following - nozzle clogged. The remains was a residue of olympus glue - neither air or water at the output of endoscope has been observed due to a nozzle clogged - a-rubber [bending section cover] gluing separated - knob play and less angulation based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed as olympus glue that remained in the nozzle. No deformation of the nozzle was observed. The user conducted reprocessing before they used the device for procedure. The air/water flow abnormality occurred at that time. Therefore, the cause of the remaining foreign material was presumed to be a reprocessing issue at the user facility. The suggested event can be detected and prevented by handling the device in accordance with the following instructions for use (IFU): instruction manual gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection shows how to detect the event. Instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and investigation is ongoing. Follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the air/water channel of the colonovideoscope was clogged and error message was displayed on the automated endoscope reprocessor (aer). The issue was found during reprocessing. The device was returned and an evaluation revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement.